Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent delivery system stuck on the guidewire. They experienced difficulty removing the wire, but did get them apart. Another guidewire, non bsc, was used with the same delivery system, but got stuck as well. "They were removed apart." Another balloon and another wire, unspecified, were used successfully. The lesion was located in the right coronary artery (rca), however this occurred during preparation and there was no pt contact.